Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was readmitted due increasing heart failure signs and symptoms and hemolysis. A ramp speed study demonstrated inadequate left ventricle unloading. It was also noted that the pt underwent a non-lvad related procedure at the end of august, which required him to be off of his anticoagulation therapy for a "brief period of time". A pump exchange was completed on (B)(4) 2013.